Event description:
A polyflex esophageal stent was used during a procedure to treat an anastomotic fistula at the gastroesophageal junction in a male pt (weight unknown) in 2008. According to the complainant, the physician was not able to place the stent as he feared that he would enlarge the fistula. In the process of aborting the stent placement procedure, the pt aspirated a significant amount of blood. The pt also experienced neck distention due to air escaping through the fistula and moving into the chest and neck cavity. The pt was intubated and sent to recovery, then to the ICU. The "physician said that the pt should be sent to surgery and have the fistula closed." However, the patient's family did not want any additional surgery performed. There is no further info regarding the patient's outcome.

Manufacturer narrative:
The device was discarded; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot.